Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the stryker long ball tip guidewire broke off about an inch above the ball tip and was loose in the femoral canal. It was further reported that "this was after reaming was done, and the long gamma nail was being inserted. Once the tip was discovered the nail was removed, as it would not advance." Approximately an hour was spent retrieving this tip of the guidewire. The patient was under spinal anesthetic and needed to switch to a general anesthetic given the increased surgical time. A larger incision was required, along with a osteotomy for a "bone window" to lower femur to retrieve the broken piece.